Event description:
It was reported to philips that there is volume control issue in the device. The philips remote service engineer (rse) later clarified that there was a loss of sound associated with this report. The rse spoke with the customer and confirmed the reported issue. The customer performed a reboot to resolve the issue. This is considered a product malfunction. However; the cause was unable to be determined.